Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's disease. The patient had skin fragility on the left ins pocket. The device was explanted and replaced on (B)(6) 2018. No contributing factors nor diagnostics were reported. It was unknown if the event had resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp of a clinical study via a rep. It was noted the patient had skin that was very thin and fragile, and the implanter was afraid of any issue if the ins wasn't changed of side. No diagnostics were performed. The event resolved with replacement. Etiology was stated to be not related to device or implant procedure.